Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that entire insulin pump was froze which causing her blood glucose to went high. The customer¿s blood glucose level was 433 mg/dl. The keypad did not work. The customer did not confirm details about treatment of high blood glucose. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was no response from any button. The customer was advised to confirm the time, then she stated that the time was not on the screen and disconnected the call. The insulin pump will not be returned for analysis.